Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona revision cemented femoral component plus right size 7+ catalog #: 42504606212 lot #: 64667172, persona revision cemented femoral posterior augment size 7, 7+ 5 mm thickness catalog #: 42556806205 lot #: 64610707, persona revision straight splined uncemented stem extension 14 mm x +135mm catalog #: 42560113514 lot #: 64769881, persona revision cemented femoral posterior augment size 7, 7+ 5 mm thickness catalog #: 42556806205 lot #: 64707490, persona revision cemented tibial component right size e catalog #: 42542007102 lot #: 64454893, persona revision constrained condylar knee articular surface right 14 mm catalog #: 42522800714 lot #: 64349197. E1 - surgeon name - dr. (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced two (2) falls approximately seventeen (17) months and forty (40) months following a right knee arthroplasty. The patient was prescribed anti-inflammatories and rehabilitation was recommended. No additional patient consequences were reported. Initial operative notes noted no intraoperative complications.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the reported event did not result in serious injury and did not require medical intervention. Zimmer biomet does not consider this to be a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.